Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time. Additional contact information: (B)(4).

Event description:
The event involved a chemosafelock bag spike that reportedly leaked after use. There was no reported impact or harm on any patient or medical institution worker.